Manufacturer narrative:
(B)(4). Date of event: the exact date of the event was not provided; it was reported to have occurred during the hospitalization that began on (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal ceftazidime (dose and frequency not reported) and oral cifloxin (dose and frequency not reported) for peritonitis. The total duration for antibiotic therapy was reported to be three weeks. It was not reported if the peritonitis event prolonged the hospitalization. The patient was discharged from the hospital more than one week after admission. At the time of this report, the patient was recovering from the peritonitis event and antibiotic therapy was ongoing. Dianeal therapy was ongoing. No additional information is available.